Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a speaker malfunction. The device was not in clinical use at the time the issue was discovered.